Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having terrible pain at night and didn't know what to do about it because they didn't have an appointment. The manufacturer representative pressured the patient into taking the device and the patient was really uncertain and only had it in 2 weeks and had problems with it. The patient got pain at night that woke them up, which had been consistent for the past few months. During the day the patient got really bad back pain where the "metal piece was in their back." The intense pain radiated out from the ins, and the patient had a history of back pain, however this was localized coming from that area and stimulating out taking their entire right flank, that whole hip, and down their leg. The patient was in a store the other day and thought they would never get to their car because of it and the patient wanted to know if the device could be causing the pain. The patient had to turn over a pail to sit on it because they had such intense pain at the store. The patient didn't know if their hcp was aware of the pain they were feeling. On the way to an appointment the patient was in a car accident. No one was hurt and the damage was minimal, but the patient's cell phone was damaged. The patient later found out that their hcp's office said they missed 12 appointments and told their other hcps that the patient had missed 12 appointments. The patient suspected this was because they were leaving automated appointment messages on their broken cell phone and they straightened this out and told them about the cell phone, but there may be a little issue. The patient saw their hcp a week or 2 ago and told them about the pain they were feeling. Sometimes in the middle of the night, and also during the day, the patient got a jolt through their right labia into their groin and sometimes in their back. The intermittent jolting had been happening for many months and the patient had radiating back pain and implant site pain since they had it installed. This happened maybe once every week or 2 and the patient told their hcp about this. The patient felt like someone had a master switch and they laughed with their hcp about this but that was it. The patient's hcp said they would get used to the discomfort and the patient didn't like that answer and was never told beforehand that they could have considerable discomfort from this. The jolts happened quite often in the evening, and when they were in bed watching tv, but the chronic pain was much worse. The patient had a cat scan taken without contrast of their abdomen "for this very reason" and took it too their managing hcp and they didn't even think they read it. The reason for the scan was not to see if there was something wrong with the system; it was of their abdomen because this was where they were having pain. After about a week after implant the patient's normal bowel movements stopped and they had to start taking their (B)(6) and prune juice again. If the patient got it up to a program where they weren't leaking, they had to really press like crazy to get the urine out. They had to sit a long ti me to get the urine out and if they turned it down they leaked like a sieve. This had always been happening since implant and they expected a lot more in terms of effectiveness. The patient called the manufacturer representative a few times in the beginning and they said the patient had to give it time. The patient stated that we all get a little more dementia as we get older, but they didn't think they had reached the stage where they had a state of dementia and they were paranoid about the device, or they would have called sooner. The patient hadn't called in months and months. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient later reported she tried program 1 and 2 and it worked a couples of days and all of the sudden it changed.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient got a second survey about her device. The patient did have some concerns. Sometimes she can reach her doctor and sometimes not. The patient called before just to ask if she presses the button on the programmer if it would turn off her implantable neurostimulator (ins). The patient had many questions and commented on many issues. The patient noted not being educated. The patient asked about side effects of the interstim. The patient had been feeling cold ever since the implant. The patient lived in (B)(6) and it was really strange. The patient was wondering if it was just the healing. The patient thought she would have instant results and there would not be any side effects. It was noted that before her implant ( about 2 years) the patient went to a urologist and she put in a sling. The doctor put it in loose because the patient had a history of bladder infections. The patient noted not getting any results and was worse after that. The patient was asking if her sling would interfere with the device. The patient noted, tuesday of last week, she felt a jolt at the beauty parlor. It was noted that many times at night the patient would get a jolt so the patient gets up and turns her device down. The patient noted having a bladder infection last week. All last week she had a problem with her colon - diverticulosis and that was the patient's major problem. The patient had a history of that. After her implant, the patient noted that the first week she had no constipation which was a miracle. The patient had been taking miralax for years and she didn't take it and had normal bowel movement and she "emptied". Since that time, the patient had some negative things and the patient thought it was just healing. The patient noted she was good today and the first week but since she had a bladder infection and diverticulosis. The patient noted her programmer did not look new. The back looked well used. The patient noted she was frightened. The patient was (B)(6) and was not brought up in technology. The patient noted living close to a cell phone tower and was wondering if that was causing anything. The patient noted she had a military right behind her. The patient asked for internet sites that she can research. The patient noted her body does not like foreign objects. The patient was implanted for urinary retention. It was noted that the patient has an appointment later in april.

Event description:
It was reported when the patient got their permanent stimulator, the patient felt a twinge that infection was coming back. She had 12 pills of kaflex, 4 pills/day and just renewed prescription. It was reported that the patient had a problem with diverticulosis before and the patient even had diverticulitis and was at the hospital. The patient was implanted for urinary problems. The patient also has a chronic constipation problem and used to take miralax for several years. The patient stopped taking miralax after interstim trial surgery since it seemed to also help her with regular bowel movement and the patient was very pleased. The patient reported an infection. The patient had to turn their stimulation off last friday, saturday and sunday because the patient felt stimulation from the device was contributing to their diverticulosis and the patient was in pain. The night before reported event date the patient was not feeling good and had a lot of pain at their site and the patient had to take a pain pill through the night. The 4th one the patient had ever taken. The patient also stated they had been doing a lot of household chores. The patient also did not eat and only took liquids to help treating their diverticulosis. The patient turned their stimulation back on monday again and started eating again. The patient was also taking antibiotics keflex. Additional information received reported that the patient was having trouble with their programmer and reports medical condition. It was noted that the patient has only had the interstim for 3 weeks. The patient reports about a week ago they started feeling pain in their right lower abdomen. The patient reports they got diverticulitis. The patient has a long history of diverticulitis. The patient got an antibiotic but did not see the healthcare provider. The patient reports when they gets diverticulitis the standard procedure that nothing by mouth except for liquid. The patient reports it felt like they might be developing an abscess and almost went to the healthcare provider but problems with their grandkids came up with one needing surgery. The patient turned down the stimulation and got a hold of the antibiotics. The patient reports the healthcare provider sent them keflex (antibiotic) to the wrong pharmacy and the patient just got it the day before reported event date. The patient tried to increase stimulation the night before reported event date because the patient was feeling better and they could not get any stimulation. The patient reports it felt like it was turned off. The patient was at 1.5 on program 1 and the patient did not see the lightning bolt. The patient doesn't really feel the stimulation right now. The patient reports would rather not feel it especially at night. The patient follow up appointment was in 6 weeks. The patient reports the reason they had this put in was because they was getting chronic bladder infections and the patient was not emptying their bladder. The patient was 73 and has a long history of working in hospitals where there were no breaks and never enough wash room. After years of that the patient developed a bad habit of just letting the pressure off and getting back on the floor because the patients come first. The patient reports they take the blame of not emptying her bladder. So because of this the patient has interstim implanted. The patient reports instead of the healthcare provider ever mentioning the bladder and whether or not the bladder infection was gone; the patient was given keflex. Normally they do not give the patient keflex for a bladder infection but the patient likes keflex. The patient did not take it yet because they want to see if their healthcare provider can do a bladder test for them and if they have an infection. The patient reports if they have a bladder infection the patient thinks it was getting better because it was not hurting as much. That was all part of diverticulitis. The patient reports when they went to turn it on. The patient didn't feel any increase and when the patient was having discomfort the patient couldn't keep it any higher than 0.9. That was what the patient turned it down to for a few days because that was all they could take. The patient was going to get their bladder tested the day of reported event date and they would also like to get their kidney tested and will talk to the healthcare provider about that. The patient reports they had a check mark by the 1.

Event description:
Additional information received reports the patient do not have concerns with their device or therapy. It was also reported that the patient was still having concerns with their device or therapy but have not sought further help.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0c6yx, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # unknown, product type programmer, patient. (B)(4).